Event description:
Reportedly, the screen of smarttouch tablet freezed during device interrogation printing was not possible not possible to reset the tablet, screen frozen.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024).¿ reportedly, the screen of smarttouch tablet freezed during device interrogation and printing was not possible. Investigation of the returned device revealed no irregularities. The tablet can work normally on return. The tablet can print as well. Review of available data revealed that on the reported event date no tablet activity was recorded. Data of previous interrogations revealed that on 9 november 2022 a session was started at 12:18h. During the session the user tried to stop the tablet several times by pressing the power button. The session could not be stopped because it was remaining active. During this session several printing errors occurred for which the user was not notified it should be noted that the end button is not active while a printing process in the reply module is in progress it can be assumed that the printing errors that occurred during the session were the reason why the user couldn¿t leave the session. As the programmer never detected the cancellation of the printing. Summarized: a printing job was launched by the reply programmer. But it generated errors, and was never cancelled or terminated. Thus the user remains in the session. As he cannot leave or turn off the tablet by pressing the power button. Recommendations: if the user encounter this issue again, he can stop the session by: ¿ pressing the ¿p1¿ + ¿p2¿ buttons on the tablet top left. ¿ then click on the ¿log off¿ button from the displayed popup. ¿ then select the ¿user¿ windows user to restart the tablet.